Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
2.6 fr medcomp PICC attempted using the 3 fr mst kit. Left cephalic meeting catheter to vein ratio was accessed with 1 attempt using ultrasound. No difficulty placing the guidewire and peel away introducer. PICC would not thread past 4 cm and PICC insertion aborted. Following PICC line attempt, a small wire was captured on xray in the left arm of the patient just proximal to the insertion site where the PICC line was attempted. The wire was not noted on radiology reads in their dictation. On (B)(6) 2026 the parent noted a dark spot on the patient and felt an object slightly protruding from below the skin which she pulled on and subsequently removed a 2 cm wire. She reported the wire was protruding from a site lateral to the biceps, a few centimeters away from small, needle-point sized scar over the inner left upper arm.